Event description:
Additional info received indicates the entire device was removed from the pt and replaced on 10/28/1997.

Manufacturer narrative:
Pump was not functionally tested. Reservoir performed within specifications. Cylinder was not functionally tested. Cylinder was not functionally tested. Tubing was functional.